Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuttings in the insulation and deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead dislodged shortly after the implantation and a reposition was performed. Then it dislodged once again about 3 months later and was explanted replaced by a competitor lead. No adverse patient side effects were reported.